Event description:
Boston scientific received information that this patient was symptomatic due to heart failure or possibly because this left ventricular (lv) lead was not working as expected. It was reported that the lead had dislodged. The patient underwent a surgical procedure and this product was explanted and replaced. The product will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.